Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt increase in shock impedance measurement that is high out of range measuring greater than 200 ohms. Technical services (ts) discussed possible right ventricular (rv) lead fracture and recommended a chest x ray. This ICD remains in service. No adverse patient effects were reported. Additional information was received, an xray was performed with no obvious signs of fracture. The physician switched the shock vector from triad to distal coil to can. The physician elected to monitor shock impedance of the new vector which was currently withing the normal range. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt increase in shock impedance measurement that is high out of range measuring greater than 200 ohms. Technical services (ts) discussed possible right ventricular (rv) lead fracture and recommended a chest x ray. This ICD remains in service. No adverse patient effects were reported.